Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a manufacturer representative (rep). Regarding a patient, with an implanted neurostimulator (ins). For urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The rep reported, that the battery had twisted in the pocket, causing a loss of efficacy after 2 weeks. Back pain. However, an x-ray showed, lead had retracted back in to sacrum and the patient had an infection. Device was explanted. We were attempting a lead revision, due to positioning of the lead. When the physician opened the pocket, it was evident, that there was pus in the pocket. We were attempting a lead revision, due to positioning of the lead. Infection was not evident until pocket was opened, during procedure today.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va2y7va, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 06-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2y7va, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the lead placement issues was due to battery twisting in the pocket due to fluid likely caused the lead to retract in to the foramen. Fluid or pus in the pocket most likely caused the issue. The cause of the twisted battery was unknown. It was suspected that a reaction or infection in the pocket might have been the caused this however there was no evidence of infection externally. The patient has multiple allergies so there is a suspicion that they could have reacted to the tyrx pouch. Root cause is uncertain at this time.